Event description:
Affiliate reported that leakage was noticed from the 3-way stopcock during drainage and the doctor replaced the system.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.